Manufacturer narrative:
An additional screw was added to this event. Concomitant reported event: an event regarding stem loosening involving an other hip screw was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Revision surgery was performed due to stem loosening. The medical review indicated that the shell was well fixed and well positioned. The shell was not revised. A full investigation is completed on the accolade stem and the trident liner within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Its alleged by the attorney through the filing of a lawsuit that the plaintiff underwent a right tha on (B)(6) 2011. It is further alleged that the plaintiff began experiencing discomfort and pain in the area of the implanted device. Bone scans ordered on (B)(6) 2017 demonstrated evidence of loosening in the his right hip. The plaintiff has not been revised.

Manufacturer narrative:
The following devices were also listed in this report: unknown accolade tmzf hip stem; cat# unknown; lot# unknown, unknown biolox delta ceramic v40 femoral head; cat# unknown; lot# unknown, unknown cancellous bone screw; cat# unknown; lot# unknown, unknown 36mm 10-degree polyethylene liner; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding loosening involving an unknown tritanium shell was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was still implanted at the time of the event medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were still implanted and insufficient information was provided. Further information such as x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not available.

Event description:
Its alleged by the attorney through the filing of a lawsuit that the plaintiff underwent a right tha on (B)(6). It is further alleged that the plaintiff began experiencing discomfort and pain in the area of the implanted device. Bone scans ordered on (B)(6) demonstrated evidence of loosening in the his right hip. The plaintiff has not been revised.